Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA. (B)(4).

Event description:
The customer reported a problem with a hand grip. The hand grip became loose when the table was tilted.